Manufacturer narrative:
(B)(4). The lens was not returned for evaluation. The lot history record was reviewed for the lens and there were no non-conformities or anomalies related to this complaint. Based on the current information a definitive root cause of the reported event could not be determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after the lens was implanted, it was noted the trailing haptic was bent/mangled and faced anteriorly. The tip of that haptic was touching cornea and began to tear the anterior capsulorrhexis. The surgeon opted not to remove the lens because it would likely tear the bag, and the loss of the iol was at risk. A portion of the haptic that was touching the cornea was amputated, and the amputated portion was removed from the anterior chamber. The lens was within the visual axis, with slight inferior decentration. The patient was referred to a retina specialist for a lens exchange. Reference MDR# 1313525-2015-02046 for the inserter during lens implantation.